Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead would not fixate appropriately and that there was tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.